Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (anatomy), associated with the clip getting caught in chordae and resulting in torn anterior chordae, was due to procedural circumstances during positioning of the clip. The reported image resolution poor was due to shadowing artifact and challenging anatomy with rotated heart. The reported tissue injury (torn chordae) was due to the clip becoming caught. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty to remove a device and tissue injury it was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4, rotated heart, restricted leaflets, and a cleft. A mitraclip xtw was successfully deployed on the mitral valve. To further reduce the mr, another mitraclip xtw was inserted. However, while in the left ventricle (lv), the clip became caught in chordae. Troubleshooting was performed and the clip was able to free from chordae. However, a chordal rupture was observed. The clip was then able to successfully grasp the leaflets and was deployed without further issues, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.